Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found the device to be in good physical condition. Water was put in the tank but because the tank cover had no gasket the water leaked rapidly-confirming the reported customer complaint. The problem source has been determined to be that the gasket was removed by the user.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) exhibited a water leak. No patient injury or complications were reported in relation to this event.